Manufacturer narrative:
One smiths medical solis vip pump was returned for analysis. Event log history was performed and indicated that ?high alarm displayed: cassette not attached properly? Was recorded in history. During analysis, the customer?s stated problem was confirmed. It was noted that the downstream occlusion calibration failed at high flow or downstream occlusion "no disposable" during testing. It failed and alarmed "cassette not attached properly" when latched during priming test. It determined that the downstream occlusion sensor was inoperable and the root cause of the issue. Therefore, the downstream occlusion sensor will be replaced to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that the smiths medical cadd solis vip pump exhibited cassette not attached. No adverse effects were reported.